Event description:
A technician reported that a pt experienced an undercorrection following lasik surgery. Additional info was requested.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).